Event description:
The customer reported that that the bed-to-bed alarm forwarding (pop-ups) was not working. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.